Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 29-apr-2024, it was reported that patient faced infusion set cannula bent event. The event occured within 3 hours of insertion. The insertion site was at the abdomen. The blood glucose level was high at the time of event therefore the patient was treated with coorection bolus via pump. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.